Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming wand was unable to interrogate vns generators. The programming wand was returned for product analysis, and it was identified there was an open and an intermittent conductor in the data serial cable, which produced communication errors. Once a known good bench serial cable was substituted, all communication errors cleared.